Event description:
The customer reported that during pre-use inspection, when the power was turned on, and after a period of time, scope error e315 would occur and would not clear even after wiping. There was no impact on the intended unspecified procedure, and no patient or user injury was reported due to the event. Further details regarding the event were requested but were not provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the customer¿s reported scope error e315. Further evaluation found the image demonstrated noise due to corrosion of the scope connector. In addition, the air/water flow was insufficient due to clogging of the nozzle. The insertion tube was cut and had scratches. The rubber adhesive was scratched, chipped and cracking. The distal end cover was damaged and scratched. Scratches were observed on the universal cord and the objective lens. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to "investigation findings" of the initial report, please see for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system likely caused the event. Olympus will continue to monitor field performance for this device.